Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error detected. Customer¿s blood glucose level was 10 mmol/l. Customer reported that they were unable to clear the alarm and did not receive request to rewind insulin pump. Customer reported that the insulin pump would not turn on. Customer was advice that revert to back up plan. The insulin pump will be returned for analysis.